Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign matter in the nozzle showed that it was silicone and silicic acid. Silicone and silicic acid are not components derived from endoscopes, but rather components derived from chemicals such as de-foaming agents, and the causes of foreign matter adhesion are thought to be insufficient pre-cleaning and rinsing, and insufficient drying due to buttons not being removed when storing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope had foreign object in the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.